Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 shocks due to an atrial arrhythmia. Later on, programming changes were made. No additional adverse patient effects were reported.